Manufacturer narrative:
Concomitant medical products: w3rd01, ipg; implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited possible intermittent atrial undersensing with false device classified termination of ongoing atrial arrhythmia. The lead remains in use. No patient complications have been reported as a result of this event.